Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to capture and high pacing impedance. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
Correction h6 : health impact code: previously should reported as prolonged surgery instead of no consequences or impact to patient.